Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. The lead was repositioned, but the impedance measurement was still greater than 2,000 ohms. The lead was removed and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with extensive damage. Visual inspection noted the conductor coils were stretched along the length of the lead. The helix was extremely stretched, the coating on the helix was torn, and tissue was entwined in the helix. Additionally, the insulation in the neck region of the lead was twisted and stretched. The insulation was pulled away from the anode ring on both sides. Resistance testing found the lead was not electrically continuous; the cathode coil was deformed and fractured, and the anode coil was stretched. No further testing was performed, due to the condition of the lead. Laboratory analysis could not determine at what point in the implant procedure the lead became fractured.